Event description:
Procedure type: hemicolectomy. According to the reporter: after firing on the ileocolic vein, oozing of blood was observed near the clip, a few millimeters away from the opposite side of the tissue stop. It was continuous but not severe, and the surgeon applied another clip on the vessel to stop the bleeding. The surgeon suspects the mechanism around the jaws damaged the vessel wall upon closing the clip. There was no unanticipated tissue loss. Nothing fell into the patient's cavity. The case was not extended by more than 30 minutes. There was no bleeding reported in excess of 500cc. The clinical sample was discarded at the site.

Manufacturer narrative:
(B)(4).